Event description:
Device issue: none. Adverse event: dissection requiring intervention. Onset of adverse event: during procedure. It was reported that during the procedure in the left anterior descending artery, after deployment of the 2.75x15 xience v stent, a dissection was noted at the distal edge of the stent. A second xience v 2.5x28 was implanted to over the dissection. There was no adverse pt sequela. Additional info was not provided.

Manufacturer narrative:
Internal file number - (B)(4). Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.